Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Manufacturer¿s evaluation: the returned product was not analyzed for the complaint of lead migration as such allegations cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) lost stimulation due to lead migration. In turn, the patient underwent surgical intervention to explant and replace the lead which resolved the issue. It was observed during the procedure that the lead appeared to be damaged. The implant date for the following device is unknown: model: 1192, scs anchor.